Event description:
Customer reported via phone call that the insulin pump is not delivering insulin. The blood glucose reading is 400 mg/dl. Customer agreed to troubleshoot but not for high blood glucose readings.

Manufacturer narrative:
The device was programmed with test glucose meter and turn on the bolus wizard. After recording the value from glucose meter an amount of (B)(6) of food was entered and the estimated total was delivered. All units programmed during testing were properly delivered. No delivery anomaly or unexpected motor click noise anomaly noted during bolus delivery.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, and occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window. Unit received with missing end cap sticker.